Event description:
A cartridge alarm issue was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the pump, as it had experienced cartridge alarms with consecutive cartridges. The replacement pump was sent with updated software, and the caller was given instructions on how to prepare the current pump for return, including putting it into storage mode. The caller also needed to return the faulty pump to avoid charges, program the replacement pump with their settings, and connect their cgm to the new pump. All instructions were understood and acknowledged by the caller.